Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 12.5 mmol/l and 4.9 mmol/l on the compact plus system. Reporter did not indicate if patient modified therapy based on these values. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.